Event description:
Pt reported having high blood glucose (200-300 mg/dl) for the last month. The pt is convinced that his device is not delivering the correct amount of insulin. His dr told hil that as he gets older he will require more insulin, but he does not believe this to be the cause of his high blood glucose. The pt also indicated that he has to use an enomous amount of insulin to control his blood glucose due to him being slightly insulin resistant.